Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose was over 600 mg/dl during the night due to stomach virus. Customer¿s other blood glucose level was 140 mg/dl at the time of call. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus from insulin pump. Customer also reported that the insulin pump had received blank display. The customer stated that the display was not blank less than 30 seconds and display did not return after insulin pump restart. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.